Event description:
According to the customer, "a few years ago, her mother was stuck in the bedrail at the facility."

Manufacturer narrative:
According to the customer, "a few years ago, her mother was stuck in the bedrail at the facility. Not sure how it happened but she wasn't able to get loose. The nurses checked on her and noticed and they were able to assist. She had marks around her throat but nothing else happened. She just needed a break after it happened but no injury occurred and she didn't need to get checked out. She was ok afterwards". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.